Manufacturer narrative:
Device 11 of 12. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he checked a few products and starter holes were off-centered. The products were not used. Photographs depicting the issue were received from the end user.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. H6: imdrf investigation findings : c24 is captured for the issue malfunction observed without conclusive finding an investigation was completed for this complaint by the assigned manufacturing site investigation team. The complaint summary of this investigation required rework. A corrective actions/preventive actions (CAPA) was raised, and an updated/corrected investigation summary has been completed in accordance with assigned CAPA. A supplemental MDR is being submitted to document the completion of investigation rework and final investigation; the complaint record will proceed to closure. Lot 9f02777 was manufactured on 06/18/2019 and this was the only complaint found in database. Hence, no full cause investigation was carried out. This lot was not related to field safety notice (fsn) issued in 2019. No return samples were provided. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.